Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for a pd infection since (B)(6) 2022. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a loose connection between the patient¿s pd catheter (not a fresenius product) and the liberty cycler set. The connection was loose due to improper tightening, and it disconnected when he rolled over in bed. The patient admitted he did not disinfect his hands prior to reconnecting because he was too tired. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continued to undergo ccpd therapy while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events and continues to utilize the same liberty select cycler at home without issue.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a disconnection of the patient¿s pd catheter (not a fresenius product) from the liberty cycler set. The connection was improperly tightened, and it disconnected when the patient changed position in bed. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations¿ and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for a pd infection since 07/22. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a loose connection between the patient¿s pd catheter (not a fresenius product) and the liberty cycler set. The connection was loose due to improper tightening, and it disconnected when he rolled over in bed. The patient admitted he did not disinfect his hands prior to reconnecting because he was too tired. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continued to undergo ccpd therapy while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events and continues to utilize the same liberty select cycler at home without issue.